Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the lower extremity. During the procedure when the device was inside the patient, a leak was observed from the connector area. After aspiration had been initiated, an error message to connect saline displayed. However, there was no apparent effect on aspiration. The procedure was completed. There were no patient complications and the patient status was stable.